Event description:
It was reported that during use of this arthroscopy pump in a knee procedure, swelling of the knee was noted resulting in the need to drain the patient's knee.

Manufacturer narrative:
Investigation findings: the pump was received for investigation. The pump was tested extensively and operated within specification; no faults were found. An investigation of the tubing was unable to be performed as it was discarded by the facility. The customer will be contacted to provide additional information on this product.